Event description:
Information received from the article: piano et al. Midterm and long-term follow-up of cerebral aneurysms treated with flow diverter devices: a single-center experience. J neurosurg 118:408-416, february 2013. Medtronic (covidien) received information through literature review that one pipeline device had stenosis. It was reported that one case of a giant cavernous ica aneurysm that was treated with a pipeline device had a stenosis persisted after deployment of the device, and a coronary stent was placed inside the pipeline device to dilate the stenosis. No patient injury was reported as a result of this procedure. Information received from the same article as MDR# 2029214-2015-00310.

Manufacturer narrative:
The report was created to capture the stenosis in the device. The information was received from the article: information received from the article: piano et al. Midterm and long-term follow-up of cerebral aneurysms treated with flow diverter devices: a single-center experience. J neurosurg 118:408-416, february 2013. Http://thejns.org/doi/abs/10.3171/2012.10.jns112222 the device involved in the event will not be returned for evaluation as it was implanted in the patient. The lot history record review was not possible as the lot number was not reported (B)(4)